Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged developing pneumonia twice while using the device and recently got out of hospital. The patient also alleged having difficulty breathing/short of breath and can not sleep lying down. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegd to developing pneumonia twice while using the device and recently got out of hospital.the patient also alleged having difficulty breathing/short of breath and can not sleep lying down related to a CPAP device's sound abatement foam. The reported event of diagnosed with patient to developing pneumonia twice while using the device and recently got out of hospital.the patient also alleged having difficulty breathing/short of breath and can not sleep lying down was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally and observed very little contamination on the outside and air inlet port had some dirt/debris visible from outside. The manufacturer evaluated the device internally and they found the evidence of sound abatement foam degradation and breakdown using the fitt . The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and they confirm evidence of sound abatement foam degradation the presence of contamination in the airpath also the evidence of sound abatement foam degradation present in the device and they found water ingress in the blower box and on the bottom of the blower. Dust/dirt contamination inconsistent with degradation sound abatement foam found throughout device enclosure and airpath.fibrous contamination found within blower box.slight black contamination observed at the blower seal of the blower box is consistent with the keratin contamination.